Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6). Communication/interviews: communication/interviews were performed by the getinge field service engineer (fse) who was in contact with the customer. There was no problem with the units charging system. The customer had inadvertently shut off the main breaker switch above the ac line receptacle on the power supply. The fse had the customer turn the main switch back on and the unit charged batteries. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not charging. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, e1(site country), e2, e3, g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, investigation conclusion), h10 corrected fields: d9, h3, h6(health effect ¿ clinical code), h8 it was reported that the cardiosave intra-aortic balloon pump (iabp) was not charging. There was no problem with the units charging system, customer had inadvertently shut off the main breaker switch above the ac line receptacle on the power supply . A getinge field service engineer (fse) spoke to customer by phone to help them identify the issue, after assisted them to turn the main switch back on unit charged batteries as it should. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported. H3 other text : not evaluated by getinge.